Manufacturer narrative:
The info received thus far does not explicitly allege that philips' product caused or contributed to this issue, and an investigation is under way to determine the cause of the fire. Philips has no record of the customer account, and has no record of philips' product being distributed to this site. A follow up report will be submitted when the info becomes available.

Event description:
Philips received a fax stating that a fire occurred in a building located at (B)(6). The fax alleges that a fire occurred in the vicinity of a philips sonos 5500 ultrasound system. No death or serious injury has been reported, and no other info is available at this time.